Event description:
The patient reported his implanted lead "went bad" and was, subsequently, replaced. It was further reported that the lead was explanted and replaced due to infection. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.